Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician had inappropriately programmed the defibrillation vector. The issue was resolved.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an out of range shock impedance measurement greater than 125 ohms. No adverse patient effects were reported. This product remains in-service. No further details have been provided at this time.

Manufacturer narrative:
Attempts to obtain additional information are being performed. Should additional information become available this report will be updated.